Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during dwell 2 of 3. The hp was connected at the time of the alarm and did not disconnect any time prior. The technical service representative (tsr) explained the alarm indicates air entered the set up and assisted the hp to cycle power to the machine to clear the alarm to start over or use manual bags. There was no patient injury or medical intervention associated with this event.